Manufacturer narrative:
Updated fields: e1, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the reported suggested event could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope had the puncture needle sticking out in a different direction. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.